Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed, any add'l info will be reported in a supplemental report.

Event description:
It was reported that, during the implantation of the 3mm apex pin into the radius the bite was so strong that the head of the pin broke off inside of the 5mm wrench and is now stuck.